Event description:
Additional information received reported the ins flipped, which was confirmed, when it was implanted in (B)(6) 2013. The patient had a procedure in (B)(6) 2013 to flip it back. The patient was dissatisfied because they didn¿t have any follow up after the procedure.

Event description:
It was initially reported that the patient could not achieve any coupling bars during charging. The patient was seen in his physician¿s office to troubleshoot. The antenna locate feature was used to achieve optimal position for the recharger. Charging commenced but continued with poor coupling (0 bars). The same process was completed with a different new recharger and yielded the same result. The physician sent the patient for x-rays to determine if the device had flipped. Results from imaging were still pending. There were no symptoms/injuries related to this event. It was later reported that no actions had been taken to date. The patient was still having difficulty obtaining good coupling during charging but the patient was charging without any coupling boxes filled in. Additional information received reported that the patient had a revision surgery on (B)(6) 2013, to diagnose and fix charging difficulty. It was noted that visual inspection of the open pocket revealed that the battery had flipped in the pocket. The battery was flipped back and anchored in the pocket using sutures and the pocket was closed. Afterward the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).